Event description:
It was reported that the bur head broke off at the weld seam during a rotator cuff repair procedure. It was further reported that there was no delay in procedure. No adverse consequences were reported and the procedure was successfully completed.

Manufacturer narrative:
The bur subject to this MDR has not yet been returned for eval. Lot no. Details have not been provided to assist further investigation. The root cause for the event is undetermined.